Manufacturer narrative:
Ongoing alerts continue for this issue and it was reported this issue will continue to be monitored.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Another alert presented for this same issue. The physician had inquired if these measurements could be related to a single coil lead and patient's body position due to severe scoliosis. Technical services discussed lead testing could provide further information.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected and high out of range shock impedance. No adverse patient effects were reported.